Manufacturer narrative:
(B)(4). G2: foreign: japan. Visual examination of the returned product identified screw is fractured around the head circumference and fractured piece remains attached. Hex shows nicks and gouges from use. Threads and taper below head show deformation and witness marks from insertion. No other damage was noted. The screw was submitted for further analysis. Analysis determined it fractured due to overload. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was implanting the implant they found that there was a problem with the implant. The surgeon removed the implant and found that the head of the implant was deformed. There was no report of a foreign body retained or harm to the patient.